Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In surgery, surgeon complained the reamers was not enough sharp to work. (B)(4). Patient consequence? No. Action taken for procedure:completed with other reamers.